Event description:
Inconsistent product quality has been reported, with failure to protect skin. The patient has reportedly developed rashes, redskin and blisters. It is reported that the patients skin was so itchy and sore that it is very difficult for them to concentrate.